Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. No detached retainer or missing retainer noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer was hospitalized due to high blood glucose level. Customer stated that the reservoir ring came off. The customer stated that the reservoir was not locking into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.